Event description:
A report was received that the patient had developed an infection at the wound site. The patient had experienced redness and swelling at the pocket site.

Manufacturer narrative:
Additional information was received that the patient was explanted as a precaution. Culture results were negative for infection. The patient was placed on antibiotics and is reportedly doing fine. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient had developed an infection at the wound site. The patient had experienced redness and swelling at the pocket site.

Event description:
A report was received that the patient had developed an infection at the wound site. The patient had experienced redness and swelling at the pocket site.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial#: (B)(4), model description: st linear lead, 50cm with pre-loaded 0.014 inch stylet.

Manufacturer narrative:
Additional information indicated that the patient's ipg site was irrigated. The physician did not suspect any infection. As a precaution patient was given IV antibiotics. The ipg site was closed back up and the patient is reportedly doing well. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.